Event description:
It was reported that difficulty crossing the lesion occurred. The vascular access was obtained via femoral artery. The 90% stenosed, de novo target lesion containing a lesion bend between >45 and <90 degrees was located in a mildly calcified and moderately tortuous left circumflex (lcx) artery. A 28 x 4.00mm taxus¿ liberté¿ drug eluting stent was advanced without predilatation to treat the lesion. However, the device was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. The tip of the device was found to be damaged and was likely caused by attempting to advance through a restriction also. The outer shaft was kinked 5mm distal from the port bond skive and the mid-shaft was kinked 100 proximal from the port bond skive. The hypotube was kinked at various locations along its length. All damage that is evident was likely caused by difficulty attempting to cross a difficult lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).